Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in catheter defective / damaged material#: 383591, lot#: 5038592. It was reported by customer that the tube section of the IV detached. Rcc received a complaint via email. Injuries or adverse event: no, item: 383591, quantity affected: 1 each.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the tubing was separated from the needle catheter assembly. Bd determined that the cause of the failure was lack of adhesive on the tubing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.